Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to palpations. A chest x-ray revealed that both the atrial and rv lead had dislodged. The leads were removed and replaced when repositioning was unsuccessful.